Event description:
The pt was having a laparoscopic supra-cervical hysterectomy. While the surgeon was using the supra loop, the loop broke and did not completely cut through. The setting were 120 cut ocoag bend. The uterus was then removed with a hook cautery. Dates of use: (B)(6) 2012.